Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The 75% stenosed target lesion was located posterior descending branch. An opticross" imaging catheter was used for diagnosis. During a procedure, an opticross imaging catheter got stuck posterior descending branch during delivery. Physician torqued the complaint device and the device was removed with a guidewire together. There was flaring on the complaint device catheter at guidewire exit hole. The procedure was completed with another with same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a damage was observed on the distal tip and in the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The 75% stenosed target lesion was located posterior descending branch. An opticross¿ imaging catheter was used for diagnosis. During a procedure, an opticross imaging catheter got stuck posterior descending branch during delivery. Physician torqued the complaint device and the device was removed with a guidewire together. There was flaring on the complaint device catheter at guidewire exit hole. The procedure was completed with another with same device. No patient complications reported.